Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the pressure in the capiox oxy increased. The oxy did not have to be replaced. The procedure outcome was reported to be unknown. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. The actual device was received for evaluation. Visual inspection revealed that the purge line tube had been cut off. There were not any obvious anomalies, such as a break, in the appearance on the remainders of the device. The actual sample was rinsed and dried for further inspection. It was built into a circuit with tubes. Bovine blood (@hct35% and temp. 37oc) was circulated in the circuit, while the pressure drop was determined at each flow rate. The obtained values were confirmed to meet the factory's specifications. No clogging was noted. The actual sample was flushed with water. No clot formation was confirmed. IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that clots formed due to some factor(s) inside the actual sample and clogged it. However, from the available information, it is difficult to determine the definitive cause of this complaint. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to the information that was inadvertently not provided in follow up no. 1. A review of the device history record of the product code/lot# combination was conducted with no findings.